Event description:
Reportedly, the structural balloon has slipped off the distal end of the port making it impossible to insert the instrument during the procedure. A new port was opened to complete the procedure. Sex: unknown. Procedure: lap right inguinal hernia.